Manufacturer narrative:
.

Event description:
It was reported by a patient'a group home that they were seeking another neurologist to check the patient's vns as they don't think it is working anymore. No reason was given as to why the device is believed to not be working anymore. An estimate of battery life using the manufacturer's in-house data available estimated 6.7 years to near end of service. However, there was a significant gap in history as the data was only available to (B)(6) 2012 and the results may not accurately reflect the current battery status. No additional relevant information has been received to-date.